Manufacturer narrative:
Device passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly, a21 alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 226 mg/dl. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they received another unexpected restart alarm after battery change. The customer was treated with insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.